Event description:
The hospital reported that during endoscopic vein harvesting procedure the scissors shorted out and did not cauterize or close properly. The surgeon used a replacement unit to complete the case. No patient complications were reported.